Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high capture threshold and noise oversensing. The rv lead was capped and replaced on 13 oct 2022. The patient was stable throughout the procedure.